Event description:
Defective cpu board: received pump only. Verified reported issue of "won't turn on. Just emits a continuous beep. First led blinks. Red leds on. Nothing on screen. Won't reset." Unable to download event history log due to failed cpu. Upon initial testing, found the cpu board failed and one cpu ribbon damaged. Cpu and ribbon replaced. Equipment cleaned and post service tested. After repair, device was found to meet specification. Regarding defective cpu board, a CAPA was opened in order to investigate the failure.

Event description:
Defective cpu board.